Manufacturer narrative:
On an unknown date, the patient recovered from the peritonitis and was discharged from the hospital. Antibiotic treatment was discontinued. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by abdominal pain and cloudy effluent. The cause of peritonitis was unknown. A day prior to the peritonitis diagnosis, the patient was hospitalized for abdominal pain and cloudy fluid. The patient was treated with vancomycin injection (500mg, daily, ongoing, route not reported) and amikacin injection (250mg, daily, ongoing, route not reported) for peritonitis. At the time of this report, the patient remained hospitalized and was recovering from peritonitis. Pd therapy was ongoing. No additional information is available.